Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site and inspected, cleaned and replaced the autosampler. The cse checked the system's power supply and electronic drawer, restarted the system and ran a system diagnostics. Internal quality controls were run and recovered within range. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and determined that the event was due to an electrical short circuit. The insulations of the wires were removed, exposing the wires and allowing them to come in contact with each other. The cause of the wire insulation removal is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from an advia 2120i hematology system with dual aspirate autosampler. The smoke was produced by a section of the autosampler centering collar tubing. The customer unplugged the system. There were no delays in reporting of patient results and no injuries were associated with the smoke emitted from the system. There are no known reports of adverse health consequences due to the smoke being emitted.